Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited lead noise that was oversensed by the device and led to inhibition of pacing and a syncopal episode. The rv lead was capped and replaced on (B)(6) 2021. There were no patient consequences.